Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented is detectable/preventable by handling the device in accordance with the following instructions for use: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope was not moving up at all. The issue occurred during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign material that was found at the forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. Additional evaluation findings: right/left knob and upward/downward angulation control knob had a stain; bending tube was deformed; forceps elevator does not move up at all; light guide lens, plug unit, grip, connecting tube, forceps elevator, and switch box had a scratch; universal cord had discoloration; due to damage on knob wire, forceps raising angle does not meet the standard value; scope connector case unit had a stain; adhesive on the bending section cover was detached; and due to wear of angle wire, bending angle in down direction does not meet the standard value. Additional information request is still pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.